Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a missing curved rubber joint, insertion tube oredome broken, bending angle insufficient, play of the angle knob out of normal state due to the elongation of the angle wire, objective lens dirt, cloudy image, and peeling of the paint on the suction cylinder were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite colonovideoscope has a clogged forceps opening. The event occurred during inspection and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to adhesion of foreign matter which then caused the contact between the system and the connector contacts to be temporarily degraded. Olympus will continue to monitor field performance for this device.